Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: final analysis found normal device characteristics.

Event description:
It was reported that the patient experienced fatigue and shortness of breath. Upon interrogation, loss of capture on the left ventricular lead was noted. The lead was explanted and replaced.